Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device passed away due to an unknown cause. It was not reported whether the pt was hospitalized prior to death. It was not reported if an autopsy was performed. No further information was provided. Additional information was requested but is not available

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). A review of the device history record was performed. Upon performing these reviews, no issues were found that could be related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.